Event description:
It wa stated that the customer was hospitalized after experiencing low blood glucose levels and a seizure. It was stated that the insulin pump may have delivered over 25 units of insulin into the customer's body. The insulin pump was downloaded and it was determined that the insulin pump functioned properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.